Event description:
"When they to installed the set, they observed broken fibers". It was reported that the incident occurred before the start of pt treatment. However, upon receipt of the sample by the manufacturing facility, initial observation of the returned unit revealed blood traces in the fibers.